Event description:
It was reported that the user¿s caregiver was unable to view glucose information through the mycircle application because the app was frozen and not displaying data. Investigation included review of the user¿s report and confirmation by the support agent that a mycircle application issue was occurring at the time. No malfunction of the ilet device was identified, and the problem was attributable to a temporary external app issue unrelated to pump performance. No adverse clinical effects were reported. The caregiver was advised to follow up if the issue did not resolve. A follow-up report will be submitted if additional findings become available.